Event description:
A full term small for gestational age (sga) infant, hypoxic ischemic encephalopathy (hie), feeding intolerance, status post ECMO, had his g-tube fall out (12f, 1.2 cm). A 10f foley was immediately placed, and parents brought the child to ed. The g-tube had been placed 2 weeks ago, so this was a new tract. The ed consulted pediatric surgery. Peds surgery wanted a mic key 10f, 1.2 cm button, but it was not available. The pediatric surgery team placed a 12f percutaneous endoscopic gastrostomy (peg), 3cm with a phalange and three ports. The ed team was then asked to manage the injection of omnipaque. When the radiology tech was ready for the patient, a resident who was unfamiliar with the peg injected the omnipaque into the balloon port. When the patient returned from radiology, there was some blood oozing from the stoma and the peg was displaced. X-ray confirmed the contrast was outside the gi tract. The patient underwent an exploratory laparotomy for a gastric perforation. This report is being submitted in order to suggest that the injection ports (feeding, medication, and balloon) be clearly labeled to avoid an occurrence like this in the future.